Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The pod was received partially deployed. Inspection of the pod found the linkage assembly to be misaligned. The misaligned linkage assembly did not interfere with the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 468 mg/dl while wearing the pod between 24 and 36 hours on the leg. For treatment, the parent changed out the pod, gave water and gave correction boluses. The pod was leaking.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The pod was received partially deployed. Inspection of the pod found the linkage assembly to be misaligned. The misaligned linkage assembly did not interfere with the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 468 mg/dl while wearing the pod between 24 and 36 hours on the leg. For treatment, the parent changed out the pod, gave water and gave correction boluses. The pod was leaking.